Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported positioning failure of inability to grasp the leaflets appears to be related to patient morphology/pathology. The tissue injury appears to be due to multiple attempts to grasp the leaflets. Tissue injury is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstances as no treatment was provided for the reported tissue injury. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed for tissue injury. It was reported that the initial mitraclip procedure was performed on (B)(6) 2022, to treat functional mitral regurgitation (mr) with a grade of 4. The posterior leaflet was restricted and the tissue was rich. A clip was advanced and an attempt was made to grasp both leaflets, but it was difficult. The device was pulled back into the left atrium three times and the axis of the device and the approach were adjusted but the difficulty grasping continued. The delivery catheter shaft was tilted toward the medial side with respect to the mitral valve and advanced. The m knob was released but it did not improve. Tissue damage was noted on the transesophageal echocardiogram. The clip was removed. A second clip was advanced and implanted. One clip total was implanted reducing the mr to 1. There was no clinically significant delay in the procedure. No additional information was provided.